Event description:
It was reported normal pump replacement took place on (B)(6) 2013 due to the elective replacement indicator (eri) in three months and when trying to reconnect the existing catheter to the new pump, the connection was not making a good connection. Interrogation of pump showed patient had the 8709 catheter, however registration showed the 8703w catheter. An 8578 kit was opened and the boot did not slide onto catheter freely, so it was determined it was likely an existing 8703w. Then, an 8596sc was opened. It was trimmed down and used to connect the existing catheter to new pump successfully. The catheter was not aspirated, but several drops came from catheter over 15 minutes so it was assumed the catheter was empty of drug. The entire system was going to be primed after the procedure. The pump was being used to deliver clonidine and dilaudid. Additional information received reported it was advised to create a new two piece catheter. The length provided from the physician programmer (8840) for the spinal segment was used and the new length for the pump segment was added from the 8596sc. The discrepancy was noted in nlink. It was unknown why there was a discrepancy and there was ¿no patient incident to report.¿

Manufacturer narrative:
Concomitant medical products: product ID: 8703w lot# l64545 serial# implanted: (B)(6) 1999, product type catheter. Product ID: 8840, product type: programmer, physician. Product ID: 8578, product type: accessory. Product ID: 8703w, lot# l64545 (B)(6) 1999, product type: catheter. (B)(4).